Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) lobectomy procedure, at fourth firing, the device was unable to be fired. It was also reported that the surgeon did not see any error message displayed on the handle. Another device was used to complete the procedure. There was no patient injury.